Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting to the console, a fiber optic sensor failure message was generated. The customer had already transduced the inner lumen for the arterial pressure (ap) and therapy was delivered to the patient without issue. They had discontinued the use of the fiber optic connector. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).